Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device coupling tool side did not function, the coupling shaft for tool was broken, the motor and gearbox were damaged, the bearings and seals were worn and the motor had too little power. It was further determined that the device failed the following pre-tests: check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system), check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. It was reported in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.